Event description:
It was reported that the balloon water injection pipe joint (stopcock) of a 'bakri tamponade balloon catheter' fell off during use. The patient was being treated for lower uterine bleeding due to uterine atony following a vaginal delivery; uterotonic agents were administered and the descending branch of the uterine artery was clamped. The device was placed and approximately one hour after device placement, the nurse found that the balloon water injection pipe joint (stopcock) fell off the balloon and water flowed out. The provider reconnected the joint and injected 200ml and placement was confirmed by 'b-ultrasound'. The patient had an estimated blood loss of ~600ml prior to device placement and ~700ml after the device was placed. The patient was hemodynamically stable. No transfusions were required/administered. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: it was reported that the balloon water injection pipe joint (stopcock) of a 'bakri tamponade balloon catheter' fell off during use. The patient was being treated for lower uterine bleeding due to uterine atony following a vaginal delivery; uterotonic agents were administered and the descending branch of the uterine artery was clamped. The device was placed and approximately one hour after device placement, the nurse found that the balloon water injection pipe joint (stopcock) fell off the balloon and water flowed out. The provider reconnected the joint and injected 200ml and placement was confirmed by 'b-ultrasound'. The patient had an estimated blood loss of ~600ml prior to device placement and ~700ml after the device was placed. The patient was hemodynamically stable. No transfusions were required/administered. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a document-based investigation evaluation was performed. Reviews of instructions for use (IFU) and quality control (qc) procedures were conducted during the investigation. A search of the complaint database [device history record] could not be completed due to lack of lot information from the user facility. A complaint history database search could not be completed due to lack of lot information from the user facility. The complaint device was not returned to cook for investigation. Accordingly, no physical examination could be performed. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.